Event description:
A patient with an external neurostimulator (ens) trial system reported they were queasy and had no energy. The patient was directed to contact their healthcare provider (hcp) additional information from the healthcare provider (hcp) reported that the patient was in for their one month follow up after an unsuccessful stage I insterstim trial. Their post void residual (pvr) that day was 0cc. The patient was feeling better and felt the procedure was somewhat therapeutic. They were voiding more normally. The patient's uroflow was 120. During the pressure flow the patient only voided 60cc and 400cc capacity. Voiding only occurred with valsalva and minimal detrusor contraction. The hcp stated that "after study printed", the patient was able to void a total of 350cc more into the toilet, with 2 separate strained urinations. During the follow up visit the hcp reviewed systems and had a physical examination with no abnormal findings. The patient was taking 1 tablet of 81mg aspirin a day. The patient would follow up with their hcp again in 6months.